Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit displays xdcr fault (transducer fault) alarms on the event log. The customer performed xdcr tests and calibrations, but the issue was not resolved. The customer reported that the alarm occurred while on a patient, the ventilator was switched to an alternate device, and that there is no allegation of patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect pcba (printed circuit board assembly) main board for evaluation. The assembly was installed to a known good unit and powered up in service mode and the representative (rep) viewed the event error log and found multiple xdcr fault (transducer fault) occurred events, which was (B)(6). Stress testing was applied (B)(6) on 3 separate intervals for consistent cooling and heating external sources; no faults were observed. The representative performed pressure transducer calibrations; all calibrations were successful with no significant difference compared to the previous calibration values. The xdcr fault on (B)(6) was then observed when the flow sensor pressure tube was manually obstructed by squeezing the tube and conducting a transducer test on zero. The rep determined the reported problem could only be simulated when inducing a xdcr fault on (B)(6) by obstructing the flow sensor. This could have possibly been the root-cause since the reported issue occurred during patient use. The flow sensor could have become obstructed from moisture and alarmed the first xdcr fault on the events error log. The events log also indicate many circuit disconnects and low pip alarms, which was simulated on the investigative "induced fault" logs. This information indicates that the circuit was under stress. There is no indication of the (B)(6) degrading. Due to the lack of a root cause being identified, no component and symptom trend has been identified indicating the event to be an isolated incident.